Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a damaged downstream occlusion (dso) seal and damaged battery compartment. Event history log confirmed error code 46011 occurred. Functional testing was able to replicate the reported issue. The root cause was unknown. The code was cleared and software reloaded. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited error code 46011. The issue was not resolved. It was reported that the event did not affect patient care; however, there was unknown patient involvement and unknown patient harm.